Event description:
It was reported that during an unknown procedure, the doctor closed and fired the device. But when he fired the trigger, it closed only one-third and could not be fully closed. It sounded like a crack and the doctor removed the device. He then found that the staple was not complete and also did not cut. The doctor sutured to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.